Manufacturer narrative:
Device passed displacement test. However device received a33 alarm during the basic occlusion test due to loose and protruded or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test. Unable to verify prime or fill anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a compromised forced sensor system error alarm and insulin was squirting out during priming. Customer stated they were unable to exit the preparing to prime loop. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.